Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. The shafts, tip and balloon were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. The tip was damaged. Microscopic examination of the shaft and balloon presented no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall at the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11may2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.